Manufacturer narrative:
B2. Pseudarthrosis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding a patient with clinical ID (B)(4) study name ailliance. It was reported that patient complaining of persistent back pain with radiculopathy. Imaging showed l5-s1 has a crack through his fusion at l5-s1 with fluids in the disc space. No signs of infection. Ae term pseudarthrosis investigator assessment possible related to a medtronic cst device. Sponsor assessment casual relationship to a study procedure and possible related to a study device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Action taken: medications: yes were any of these opiates or narcotics (adjusted or administered): yes hydrocodone/apap 10/325 ketamine methadone hydromorphone oxycodone hydrocodone- apap 7.5-325 mg tablet oxycodone- apap 10-325 mg tablet ketamine methadone fentanyl hydromorphone morphine ER ae1 update: hospitalization details provided, assessed as sae by site and sponsor, add spine surg (1) reported did the ae result in the subject being hospitalized or a prolongation of an existing hospitalization - new hospitalization what is the start date of the hospitalization- (B)(6) 2025 what is the end date of the hospitalization- (B)(6) 2025 did the ae result in any treatment- yes; ae serious flag- yes date of additional spinal surgery- (B)(6) 2025 what was the primary reason for the additional spinal surgery- adverse event related to studyindex surgery if ae, specify the corresponding ae - 001_4 apr 2025_pseudarthrosis revision spinal levels: l5, s1